Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, mini drawer had failed and was unable to open. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.2 had failed. A field service engineer instructed the customer to attempt recovery of the failed mini 1.2 drawer, but it would not open. The engineer then accessed the hardware test application (hta) and was able to open the drawer successfully. The drawer was opened and closed multiple times to ensure it did not get stuck or jammed, and the open/close software test was run on drawer 1 with passing results. Additionally, the customer was able to inventory medications from the mini drawers without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, mini drawer had failed and was unable to open. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.